Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock when bending over to tie their shoe. The sensing vector was reprogrammed from primary to secondary with smart pass on, however the patient received another inappropriate shock the following day. Troubleshooting found the patient had a concomitant pacemaker implanted which was causing the change in morphology. The pacemaker was reprogrammed and the s-ICD sensing vector was programmed back to primary. The system will continue to be monitored. No adverse patient effects were reported.